Event description:
Pull pin would not unthread out of the implant. The surgeon was able to place the first implant and get the pull pin off, on the second one they had to use a pair of needle nose pliers to get the pull pin off. The patient was fine and the pull pin was thrown away.

Manufacturer narrative:
Root cause: root cause not determined. Implant was not returned. No evidence of a particular trend or distinction. Explanation: lot history record pn 9045-02, ln 010410-d was pulled and reviewed. No nonconformances were noted. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.